Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had shortness of breath and chest palpitations and a lead failure. The lead was capped, and the device was replaced with a leadless implantable pulse generator (ipg). No further patient complications have been reported as a result of this event.